Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws slightly misaligned. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. It is possible that due to the damage on the jaw there could be issues in the manipulation of the tissue. Due to the device returned condition not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a lap hysterectomy, the jaw became wobbling and it was not able to clamp the target tissue properly after the device was used on the round ligament. Although the handle was opened fully, the jaw did not open fully. Another device was used to complete the case. There were no adverse consequences to the patient.